Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that multiple episodes of lead noise were noted via remote monitoring. Inhibition of pacing was noted due to oversensing. The lead was explanted.